Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not confirm the reported complaint. Review of the device data logs revealed a battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the battery degraded warning alarm was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to charge. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The customer was issued a replacement device to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to charge. There was no patient harm or serious injury reported as a result of this incident.